Event description:
A malfunction alarm was reported by a distributor in finland regarding a medical pump. There was no adverse impact to the customer's blood glucose level. The pump exhibited the same malfunction code on multiple occasions. The customer was informed that the pump needed replacement. Technical support arranged for a new pump to be shipped and instructed the customer on putting the malfunctioning pump into storage mode before returning it with a pre-paid label. The customer agreed to these instructions and planned to use multiple daily injections as a backup insulin delivery method.